Event description:
Boston scientific received information that a melting power cord made contact with the communicator and caused damage. The patient will be sending the power cord and communicator back. A replacement will be sent. No adverse patient effects were reported. There was no harm to the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complaints from the field have been confirmed. Upon analysis, it was visually observed that this power port had been melted. The communicator passed all baseline testing when a new power supply was connected. Additional analysis to be completed. This investigation will be updated when additional information is received.

Manufacturer narrative:
Upon further analysis of the power cord, the vendor determined that the melting could have been induced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.